Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a right video-assisted thoracoscopic surgery wedge resection, the patient had persistent numbness and tingling at the right chest wall related to the manual handle and not related to the powered handle and five reloads. There was no patient injury.